Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the right ventricular lead had dislodged. The patient is device dependent. The lead was explanted and replaced. The patient condition was fine.